Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. The user moved the c-arm close to the patient, however, the movement speed for the c-arm did not reduce and it hit the patient. This resulted in the c-arm and stand movement blockage. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in (B)(6).

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be an operator error. The investigation was performed considering complaint description, cs reports, system history, and system log files. The patient's head was hit by the c arm (according to the available information, without causing severe injury, but with slightly bruised) when the operator moved the c arm (equipped with collision sensors) longitudinal towards the patient. The investigation revealed that the attached head holder was not properly configured. As a result, the collision zone, which takes the head holder into account, was not applied. The operator's manual contains adequate instructions in case of choosing a not appropriate setting in "select head holder" menu, so that the system applies an inappropriate collision model and the effectivity of the automatic collision protection is compromised. In addition, the operator manual contains general instructions about system movement and how the operator can avoid a collision. No system deficiencies could be identified by the investigation. The system works as specified. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.